Event description:
Pt received a shock during cautery. Device interrogation showed episodes of noise reversion. The noise was reproduced during isometrics. The lead was explanted due to lead fracture.